Manufacturer narrative:
A device history record of the first handpiece number provided shows that the product met specifications at the time of the release. A device history record of the second handpiece number provided shows that the product met specifications at the time of the release. No phaco tip was returned for evaluation. No phaco tip lot number was identified with this complaint; therefore, a lot number history review could not be conducted. All phaco tips are 100% visually inspected by trained operators using 30x magnification before release. There is no evidence that the design or manufacturing of the phaco handpieces or phaco tip contributed to the reported event. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a "metal-like fragment on top of the implanted intraocular lens" was observed at the end of cataract procedure. Upon follow up it was informed that the fragment remains in the eye, no inflammation has been noted, the patient's vision has not been affected. A product sample has been requested for evaluation.